Manufacturer narrative:
The vanc reagent lot number was 430472, with an expiration date of 31-dec-2020. The last valid calibration was performed with this lot number was 07-jul-2020. The field service engineer checked the system and all checks passed. Precision studies were performed. Based on calibration and control data, a general reagent issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the vanc assay on a cobas integra 400 plus. The sample initially resulted in a vanc value of 19.17 mg/l and this value was reported outside of the laboratory. The patient received an unknown treatment based on this result and this treatment led to significant deterioration of the patient's kidney function. No further information about the treatment or status of this patient could be provided. The initial value deviated from the expected concentration, so the sample was repeated. The sample was repeated on the same analyzer on (B)(6) 2020, resulting in a value of 44.92 mg/l and this value was more in agreement with the expected concentration. The vanc reagent lot number was 46764301. The reagent expiration date was requested, but not provided.